Event description:
It was reported that the customer received multiple motor error alarms from his/her insulin pump. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)